Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced the bleeding because of the malposition of the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.